Manufacturer narrative:
Concomitant medical device 5086mri45 lead implanted: (B)(6) 2012.

Event description:
It was reported that the rv (right ventricular) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation had a depression breach. If information is provided in the future, a supplemental report will be issued.